Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: physician programmer. (B)(4).

Event description:
It was reported that for the past couple of weeks, the patient had been feeling vibrating / buzzing sensation. 3 seconds on and 7 seconds off 24/7. The patient experienced severe abdominal pain and had been cleared for hernia. The patient had presented to the emergency room two times. The pump was delivering hydrocodone. It was later reported the patient was in "horrible pain". The patient was having MRI's due to a broken back. The patient did not know when or how they broke their back. The patient had previously broken their back by bending over. Patient has had 16 back surgeries. The pain has intensified starting two and a half weeks prior. It was unknown if it was pump related. The pain is located in patient's lower abdomen below the pump near where the abdomen is distended and feels hard/firm upon palpation. In the last month it has gotten progressively worse. The patient had a few MRI's in the last few weeks. The patient has felt a vibrating sensation similar to a cell phone vibration not directly over the pump but between their groin and the pump. A CT was done and a suspected hernia was ruled out. There was a confirmed motor stall and motor stall recovery recorded in event logs. The patient had an MRI on (B)(6) 2013 around 3-5pm and the duration of the mr scan was 1.5 hours but there was no motor stall event for that date and time. There were 2 motor stall events in the event logs. One stall was (B)(6) 2013 at 2237 with a recovery at 2242. The other stall was recorded on (B)(6) 2013 at 0310 with a recovery at 0359. They were not using the programmer the pump was programmed with. Two programmers from the clinic were checked and they were only off one hour and three minutes for the first one and eight minutes off for the second one from the correct time/date. The patient sleeps in a hospital bed that has motors on it. The pump was delivering dilaudid and bupivacaine. It was reported the logs were checked on (B)(6) 2013 and revealed that the first motor stall is now showing to have occurred (B)(6) 2013 at 11:37 and recovered at 11:42 the second stall occurred (B)(6) 2013 at 16:10 and recovered at 16:59. The patient presented to the emergency room on (B)(6) 2013 with increased pain. The increase in pain had started approximately five weeks prior. The patient was given a single bolus on (B)(6) 2013. There was no stall listed for (B)(6) 2013 that the logs previously showed. The pump was last updated (B)(6) 2013. The patient had an MRI on (B)(6) 2013 and (B)(6) 2013 which did not show any stalls. There were two motor stalls that did not coincide with the MRI that he had. One was late at night, and one in the early morning. It was questioned if it was due to the bed the patient was sleeping in. Further trouble shooting was being considered. It was later reported the stalls happened on a day the patient had a MRI which is expected but the other two times reflected short stalls; one was five minutes long and the other was 39 minutes long in the evening. It was later reported the cause of the motor stalls has not been determined. A catheter dye study was done and was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).